Event description:
Healthcare provider reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed two openings assessed as surgical damage and unidentified (tear) opening. Delamination: not observed. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: h11.

Event description:
Healthcare provider reported a left side deflation and "valve delaminated from shell" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported events deflation was received on august 28, 2025 with lot number 2635159. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed two openings assessed as surgical damage and unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare provider reported a left side deflation and "valve delaminated from shell" observed during surgery. Device has been explanted and replaced.

Event description:
Healthcare provider reported a left side deflation and "valve delaminated from shell" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: deflation; delamination observed during surgery. Additional, changed, and/or corrected data: b5, h6, h11.